Event description:
The controller was returned to the manufacturer. The controller subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation of the controller which was completed prior to the return of the ventricular assist device (vad) driveline cable. With the return of the driveline cable, the investigation has been reopened. Product event summary: the pump ((B)(6)) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. No performance allegations were made against the controller. This complaint is associated with a clinical adverse event. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports. Visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. Log file analysis revealed a controller power up event with associated motor start event logged on (B)(6) 2022 at 01:10:27. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 88% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for 24 seconds. These are additional findings not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline crack was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on an investigation, the root cause of the crack on the standoff post was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is I nvestigating controller losses of power. Review of the controller log files also revealed two (2) low flows alarms were logged on 02-apr-2022 at 00:50:25 and 01:10:40. Information provided by the site indicated that the patient was obese and experienced several strokes. The patient subsequently died. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, stroke and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jan-2019 / serial or lot#: (B)(6), UDI #: (B)(4), d9: yes, return date: 28-apr-2022 h3: yes dev rtn to MFR? Yes h4: mfg date: 08-jan-2018 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04034, g04070, g07002 h6: FDA device code(s): a27 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c07, c15, c19 h6: FDA conclusion code(s): d01, d11, d15 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: a segment of the driveline cable associated with (B)(6) and one controller (B)(6) were returned for evaluation. This complaint is associated with a clinical adverse event. No performance allegations were made against the devices; therefore, the purpose of this investigation is solely to evaluate the devices' conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the devices from performing as intended. Review of (B)(6)'s manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned driveline segment revealed that the device passed functional testing. As received, the driveline strain relief was damaged and separated from the connector block. Additionally, a break in the outer sheath and inner lumen was noted at the site of the strain relief separation; however, no damaged wires were observed. Visual inspection also revealed discoloration of the driveline outer sheath. These are additional findings not related to the reported event. Based on historical review of similar events, the most likely root cause of the observed driveline outer sheath break and discoloration may be attributed to multiple factors including design issues and/or exposure to uv light. A possible root cause of the driveline strain relief damage and inner lumen damage may be attributed, but not limited, to wear and/or the handling of the device. A possible root cause of the separation of the driveline strain relief from the connector can be attributed, but not limited, to improper handling of the driveline cable and/or manufacturing or design issues. CAPA pr00452535 is investigating detached driveline strain reliefs from the connector. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports. Visual inspection under 10x magnification revealed hairline cracks around both power ports. An internal inspection did not reveal evidence of fluid ingress. Additionally, internal inspection revealed a crack on a standoff post within the controller housing. Log file analysis revealed a controller power up event with associated motor start event logged on 02-apr-2022 at 01:10:27. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 88% relative state of charge (rsoc) and a power adapter was connected to power port two . The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and no power source was connected to power port two . No anomalies were recorded leading up to the loss of power. The controller was without power for 24 seconds. These are additional findings not related to the reported event. The most likely root cause of the observed contamination event can be attributed to the handling of the device. Based on an investigation conducted under CAPA pr00381374, the root cause of the hairline cracks around the power ports was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical add itives contributed to environmental stress cracking. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Based on an investigation, the root cause of the crack on the standoff post was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00450834 was opened to investigate cracks on the internal threaded posts with controller 2.0. A possible root cause of the observed loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Review of the controller log files also revealed two low flows alarms were logged on 02-apr-2022 at 00:50:25 and 01:10:40 following a sudden decrease in power consumption and estimated flows. Information provided by the site indicated that the patient was obese and experienced several strokes, and the patient subsequently died. Based on the limited information available, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the observed low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. Per the instructions for use, stroke and death are known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex pos t-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h6: FDA conclusion code(s): d01, d11 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was obese and experienced several strokes. The patient subsequently died.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.